Event description:
A surgeon reported, two incidences occurred during a surgical procedure on a patient, where the tip of the cartridge broke / cracked, as the intraocular lens (iol) was being pushed through the cartridge. The iol was damaged and had to be removed both times. The surgeon then implanted the same model iol using a different size cartridge in the capsular bag successfully. The surgeon reported the patient's surgery was prolonged, the incision site was enlarged, the patient had endothelial cell loss and experienced a cloudy cornea. The cloudy cornea resolved in one week. The patient outcome was reported as "from good to poor". This is one of two reports being filed for these two incidences.

Manufacturer narrative:
The device sample was not returned by the reporting facility. A lens was returned by the reporting facility and evaluated for damage. While we are unable to determine the origin of the lens damage, the observations documented in this evaluation reasonably suggest that it is not manufacturing related. Product history records could not be reviewed for the cartridge lot because the facility did not provide a product lot number for the reported complaint. Additional information was requested on 02/20/2008, 02/28/2008, 03/05/2008 and 03/07/2008. Additional information was received.this report was mailed to FDA on: 04/10/2008.